Event description:
Healthcare professional reports to medical affairs a case of possible lymphoma.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2011. File extension granted on (B)(4) 2011. Device labeling: there were no reported events of lymphoma for patients in the study for both saline and silicone implants.